Manufacturer narrative:
Device completed procedure and achieved final hemostasis no patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
A groin shot was preformed, access was right above bifurcation. The vascade was selected for closure. The device was inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved and the sheath was removed. The doctor inserted the key into the lock and retracted the black sleeve. At this point, it was observed that the distal outer sleeve had become separated from the rest of the black sleeve, but had retracted enough to deploy the collagen. The collagen dwelled for 15 seconds and was stripped off the wire. The disc was de-deployed and the entire device was removed. Final hemostasis was achieved with the device and no injury or complications noted.